Event description:
It was reported that, before a surgery, it was noticed that a platinum handpiece's button was not working, it got stuck and stayed on, running continuously without activation. The procedure was performed, without any delay, using an equivalent s+n back-up. No further complications or harm to the patient were reported.

Manufacturer narrative:
H11: internal complaint reference: (B)(4).

Manufacturer narrative:
H11 h3, h6 the reported device was received for evaluation. A visual inspection was performed on the exterior of the device, and no physical damage was observed. A functional evaluation revealed the returned device's motor, motor housing, buttons, suction and suction lever worked as intended. No functional problems were found. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The root cause could not be determined since the reported malfunction could not be duplicated during the product evaluation process. Factors that can contribute to the reported event include issues during setup of the device. Based on this investigation, the need for corrective action is not indicated.